Manufacturer narrative:
Corrected data: patient identifier: (B)(6) should be added. The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -14.00/2.5/113 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023 . Reportedly "flipped in the eye and ripped when removed, no patient injury, used backup lens." Lens was implanted, removed and replaced with a back up lens. Implant date: (B)(6) 2023 should be added. Explant date: (B)(6) 2023 should be added. Medical device problem code: "3026" should be added. Claim# (B)(4).

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -14.00/2.5/113 (sphere/cylinder/axis) was implanted into the patient's eye. On (B)(6) 2023 the lens flipped in the eye and ripped when removed. No patient injury and a backup lens was used. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.